Event description:
After insertion of pec major large eyelet into the humerus using a pec repair implant delivery system, it was noted that one of the stylets used in the process was missing a threaded portion measuring approximately 2 x 1 mm. The wound was explored and the fragment was not found.